Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy on a prismaflex machine with a prismaflex m100 set. A blood leak was observed near the blood pump. According to the customer an ¿air in blood¿ alarm was generated and the treatment was discontinued. The extracorporeal blood was partially returned to the patient resulting in an estimated blood loss of 100 ml.

Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. The review of the prismaflex m100 set device history record for lot number 13j2909 shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files show no similar complaint. The root cause of the reported event remains unknown.